Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient had a flipped implantable neurostimulator (ins) that was fixed in (B)(6) 2014. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was receiving effective therapy at the time of the report.